Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of failed half height cubie drawer 2 was confirmed by fse and subsequently confirmed during dchu investigation process. According to work order (B)(4), the customer reported that multiple cubie pockets were not detected on the bus. The fse confirmed that the issue was related to the server migration that had been implemented, verified that the patients were crossing over to the station, and confirmed that the cubie pockets were functional. Finally, the customer was able to open and dispense medication for several patients with no further issues. During dchu inspection: p/n 151930-01: the pcba fh cubie pmc was received in good condition; however fluid ingress was observed. During dchu testing: p/n 151930-01: testing of the pcba fh cubie pmc was not necessary due to the fluid ingress observed on the board. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the failure on the full heigh drawer was attributed to fluid ingress on the pcba fh cubie pmc (p/n 151903-01), which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height cubie drawer 2 failed. As per part investigation, it was determined that there was fluid ingress on the pcba fh cubie pmc. There were no adverse events or injuries reported based on this event.